Manufacturer narrative:
H6: corrected health effect - clinical code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that the patient was implanted with an optetrak logic device on the right knee and then approximately 4 years, 4 months later the patient was revised. It is stated the patient has suffered the following injuries and complications: pain, stiffness, discomfort and weakness which in turn negatively affected plaintiff's mobility and quality of life. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.

Manufacturer narrative:
H11. D10. Concomitants - product information: 4890285 - 02-012-60-1880 - tru stem ext 18mm x 80mm; 5224370 - 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; 5243027 - 200-02-41 - three peg patella 41mm; 5266878 - 02-010-01-0340 - logic femoral ps cem right sz 4; 5269125 - 204-70-00 - tibial stem ext. Screw pending investigation. There is no other information available.